Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in the united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that heater 3t system patient circuit was not working properly. Reportedly, error codes related to patient pump were displayed (e05 and e07). There was no report of any patient injury.